Event description:
Smartmix towers paddle arms malaligned and cracked extending the surgical procedure.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Provided information from the rep found the technician in the or was a first time mixer of bone cement. The rep stated the third time the surgeon mixed the cement and had no problems. A two year search of the complaint database found no prior reports for this problem for this product number. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.